Event description:
Ous MDR - after an implantation period of approximately 70 months, ventricular oversensing was reported. The lead remains implanted. There was no mention of a revision. Should additional information become available this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data and the diagnostic images. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegm extracts confirmed the reported noise in the rv channel. The provided x-ray images were investigated. Consistent with the complaint text, no peculiarities were found. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.